Event description:
It was reported that during a pca poly exchange, the poly that was inserted after the old one was explanted, did not fit. The two polys side by side were different. The hosp had no records of the original poly implanted. The poly taken out had one locking ring and the replacement insert that was to be inserted had 2 levels of locking rings.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.